Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they are having a bit of trouble with the stimulator. Patient said sometimes they just trickle and it will trickle even if they are not on the toilet and sometimes, they have to squeeze to get anything to come out. They had been having retention symptoms for the last 2-2.5 months. Patient also said the area where the implant is has become very tender. Patient had an appointment with the healthcare provider on may 26th and they ended up canceling the appointment and they couldn't give the patient another one until october. The healthcare provider is wanting to set up an appointment for june 17th if a representative (rep) is available to come to the doctor's office. Agent emailed reps. The rep said they would call the patient.